Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6); product type lead. (B)(4).

Event description:
The consumer reported she got sick on 2015 (B)(6) and went to the emergency room (ER). They did a CT scan and told her that her implantable neurostimulator (ins) and leads looked fine. The ER doctor told her that her lower disks were herniated and they were inflamed and pressing on her sciatic nerve and pain was running down her right leg. The patient stated, the ER doctor gave her morphine and toradol. The stimulation was shut off because, it seemed to aggravate her pain. On 2015 (B)(6), the patient saw her following doctor and the patient was scheduled for a nerve block on the day following the report. This issue was considered a sudden change in symptoms that occurred at the lower back to right leg. Relevant medical history included spinal pain.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported she was unhappy with the product and wanted to know what other patient's experiences were. The patient stated she did really well with the stimulator for a couple of months, but then she started having a lot of pain which started in (B)(6) but was also happening in (B)(6). She saw a healthcare provider (hcp) and had three or four re-programming sessions, but it hadn't resolved the issues. Another list of physicians was offered to the patient but she declined, and said she would just go back to the hcp and request the implant be removed.